Manufacturer narrative:
Title: evaluation of quality of life, body image and surgical outcomes of robotic total laparoscopic hysterectomy and sentinel lymph node mapping in low-risk endometrial cancer patients. Source: acta obstet gynecol scand. 2020;99:1238¿1245. Published: 10march2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed january 2017 and january 2019, which prospectively evaluated 76 consecutive patients who underwent robotic total laparoscopic hysterectomy and sentinel lymph node mapping in more than one center, vaginal cuff closure was performed internally with a snaked single-port robotic needle-holder and a barbed suture. It was reported that intraoperative complications (vaginal lacerations) occurred in three (3.9%): one required vaginal suture but two did not require any additional surgery. It is also reported that grade 2 postoperative complications occurred in three cases: two urinary tract infections and one vaginal cuff bleed which required the use of an intra-vaginal hemostatic sponge.